Event description:
Info received indicates the knee motor runs unintentionally.

Manufacturer narrative:
The technician found the switch was shorted on the left siderail. The technician replaced the siderail to repair the bed.